Event description:
The following has been reported to davol: allegedly, on (B)(6) 2014 the pt was implanted with a ventralex st hernia patch for repair of an umbilical hernia. It was reported that prolene sutures were used to fixate the patch and to close the defect. It was reported that sixteen hours latera red ring presented in the area of the repair, described as infected cellulitis, and forty-eight hours later the ring had expanded. The pt was given an antibiotic and reportedly on (B)(6) 2014 the pt underwent explant of the mesh. It was reported that the pt does not have any known allergies and the surgeon states the pt is not susceptible to infection. As reported there was no infection present at time of implant. Reportedly, the pt did not have any other symptoms, and redness around the implant site has since resolved post explant. Surgeon does believe the redness experienced by the pt is related to the mesh.

Manufacturer narrative:
As reported following implant the pt developed an area of redness around the repair site and the patch was explanted two days later. Photos of the affected are were provided and showed a red ring on the skin in the area of the repair. As reported the redness resolved post explant. It appears that the pt may have experienced some type of allergic reaction associated with the hernia repair procedure. Allergic reaction and infection are both listed in the adverse reaction section of the IFU as a known possible complications. A review of the mfg records showed that the lot was manufactured to spec. At this time no definitive conclusion can be made. The explanted device was requested and is expected to be returned to davol for eval. If/when the device is returned a supplemental MDR will be sent.